Manufacturer narrative:
Reportable based on device analysis, which revealed scraped ptfe coating damage. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged 300-014 gw, long taper device; returned coiled, loose and double bagged within "zip-lock" style poly pouches. As received, the distal coil segment presents a 1.20mm region of stretched coil wraps immediately distal of the proximal coil to core wire solder joint with concurrent coil displacement towards the distal tip. The specimen also presents several bends/kinks of varying severity and frequency scattered over the length of the device. The ptfe coated shaft presents scrape damage with coating removal scattered over the length of the device beginning 53.0cm from the distal tip. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the reported event. Based on the evidence presented by the sample and the information provided, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
During a jetstream atherectomy of a sfa using the indicated 014 thruway guidewire (bsc) it was noted that the tip of the guidewire had started to unravel. The procedure was halted and guidewire was removed without further issue. The procedure was completed with a different device.